Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced severe hyperglycemia after an overnight sensor disconnect, with the device displaying ¿high¿ glucose and a confirmatory fingerstick of 478 mg/dl. The user reported no insulin delivery alarms, noted a warm infusion site without visible leakage, and performed a 23-inch infusion set change per guidance. Symptoms included hyperglycemia. Outcomes included an endocrinology visit for evaluation and no hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed no evidence of device alarm malfunction and a probable infusion site absorption issue potentially related to scar tissue. It was concluded that the event was consistent with hyperglycemia of unclear cause, potentially related to site issues, with device function unconfirmed as contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.